Event description:
It was reported that during a da vinci si lobectomy procedure, burning and charring was observed at the distal tip of the curved bipolar dissector instrument. The instrument was removed and replaced with another instrument to successfully complete the procedure. It was noted that the site was using a high esu setting above recommended levels. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up medwatch report will be submitted if the instrument is returned or if additional information is received.